Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and resolved the issue by replacing the line cord assembly. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord was missing a prong. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: h6(component code). The getinge field service engineer (fse) has confirmed power cord is missing a prong. Replaced ac line cord assembly (0012-00-1688-21). Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. All available information has been provided and no further information is available. The defective components were received for further investigation. The national repair center installed the ac power cord assembly p/n 0012-00-1688-21 into the cardiosave test fixture serial number (B)(6) and tested the ac power cord assembly to factory specifications per the cardiosave service manual part number 0070-00-0639 revision n.the nrc verified the failure of the ac power cord failure "ground plug missing". Retaining the ac power cord assembly in the nrc per procedure 0002-07-d008 rev aj. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.